Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: may 15, 2023. Device evaluation: the complaint lens was received stuck to the outside of the complaint cartridge. The complaint handpiece was received with the lens module separated from the cartridge and handpiece. Product evaluation was performed under magnification. The complaint handpiece was received disassembled and damaged. The lens module, cartridge, and handpiece were received in separate pieces. The handpiece was damaged and the plunger rod was bent. The lens module was damaged in a way consisted with having the cartridge forcefully removed by the customer. Two detached haptics were observed inside the lens module. No issues with the cartridge were identified. The lens was inspected and presented cut in half with both haptics detached. The complaint issue of haptic detached was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Corrected data: in reviewing the supplemental MDR, it was noticed that the following information code was inadvertently not populated with codes 3331 and 4109. Therefore, it is captured in this supplemental report: all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Information unknown/not provided. If implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. If explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. First/given name: unknown/not provided. Telephone number: (B)(6). Attempts were made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.